Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative; corrected: h5.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states asr revision, originally implanted by the surgeon. Cobalt level of 4.4, chromium level of 4.7. Srom stem stayed implanted. Revised cup to a competitive cup, replaced srom head. No further patient information available. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.